Event description:
Information was received indicating that prior to use, a smiths medical medfusion pump had a loud and clacking motor. No patient involved in this event. No adverse effects were reported.